Event description:
It was reported that during a da vinci nephrectomy procedure, the surgeon nicked an unspecified vessel resulting in the patient receiving a blood transfusion. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator. The robotics coordinator stated that the injury to the patient's vessel was due to surgeon error. She stated that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. According to the robotics coordinator, the surgeon repaired the vessel injury and the da vinci surgical procedure was completed. The patient was discharged home on post-operative day 3 and there were no reports of any post-operative complications.

Manufacturer narrative:
Based on the information provided by the site's robotics coordinator, the patient's vessel injury was due to surgeon error. There was no allegation that a malfunction of the da vinci surgical system caused or contributed to the patient's injury. This complaint is being reported due to the following conclusion: during a da vinci nephrectomy procedure, an unspecified vessel was nicked by the surgeon and the patient received a blood transfusion. However, according to the site's robotics coordinator, the patient injury was attributed to surgeon error.